Manufacturer narrative:
Concomitant medical product: 977c265 stim lead, implanted: (B)(6) 2019; 97715 stim ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The entire pacing system was explanted. No further patient complications have been reported as a result of this event.